Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor not running errors. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the front right bottom corner and there was visible contamination by the alternating current (a/c) power cord retainer. A review of the event history log (ehl) identified motor not running. During the functional testing the reported issue was able to be duplicated. The main printed circuit board (pcb) was not seated on extrusion grove (sensor was not aligned with the worm coupling gear-facets). The root cause was caused by the customer's incorrect assembly of the device. Re-assemble and realigned main pcb. Power up and performed occlusion.